Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had dislodged causing the lead to not pace either bipolar or unipolar. It was noted that the lead was not capturing appropriately. It was also reported that the left ventricular (lv) lead had ¿extremely¿ high thresholds. Reprogramming was done to allow proper sensing by the rv lead. Both the rv and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.